Event description:
The procedure was stenting to superficial femoral artery. The pt was male. The target vessel was not calcified but was mildly tortuous. Access site was opposite femoral and the sds was delivered contralaterally. After the sds was inserted in the 6f sheath (detail unk), it was observed by angiography that the stent struts were exposed from outer sheath for several mm which was reported as premature deployment. The locking pin had not been removed at that time. The sds was removed from the pt, and another 7mm size smart control (catalog/lot no. Unk) was used to continue the procedure. There was no adverse event and the pt is in stable condition. The complaint product will be returned for eval.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.